Event description:
It was reported that the pt had experienced a lack of therapy benefit (specific symptoms were not provided); there had been a loss or change of stimulation. At f/u with the physician, telemetry could not be obtained and the pulse generator was replaced. The pt has reportedly recovered.

Manufacturer narrative:
Results of final device analysis were not completed at the time of this report. A f/u report will be sent when product eval has been completed.